Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There was one patient alert for out of tolerance (oot) subthreshold lead impedance (B)(4) 2012. Weekly pace lead trend data shows an increase for min and max right ventricular (rv) lead pace equal to 528 to 1040 ohms peak between (B)(4) 2012 and (B)(4) 2012.

Event description:
It was reported that the right ventricular (rv) pacing impedance out of range (oor) alert occurred. It was noted that the lead impedance trend had increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).